Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed them to start over using new supplies. They followed the above and the hc was okay. The patient was connected at the time of the alarm or observed air. The patient line was not properly primed before connecting. Patient extension lines were not used. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were not reviewed with the reporter. The hp would complete therapy with new supplies. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was incomplete prime. The label review found the labeling adequate for the suspected use error in this complaint. This issue is being investigated through CAPA.